Manufacturer narrative:
The cls and leads were returned for analysis. The cls failed functional testing, exhibiting behavior consistent with electrocautery damage, which was reported to have been used during the explant procedure. No significant temperature increase was noted during a 90-minute stimulation session with the returned cls. The cause of the patient experiencing heat while stimulating was not confirmed. Temporary or persistent post-surgical pain at hardware implantation sites is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
The patient requested to have their saluda medical evoke spinal cord stimulation (scs) system (evoke system) explanted. The patient stated the stimulator was worsening their left knee and left shoulder pain but did not subside once the scs was turned off. The patient had exceptionally low usage of the stimulator because when the stimulator was on it made their back hot. The patient also stated the scs was migrating deeper into the body. X-rays revealed the leads were located in the same location as when implanted. The patient had been reprogrammed multiple times in open loop and closed loop at different stimulation parameters. The implanting physician saw the patient on (B)(6) 2023 and determined the issue is related to usage. The patient decided to proceed with a full system explant which occurred on (B)(6) 2023, with the use of electrocautery to access the incisions.

Event description:
The patient requested to have their saluda medical evoke spinal cord stimulation (scs) system (evoke system) explanted. The patient stated the stimulator was worsening their left knee and left shoulder pain but did not subside once the scs was turned off. The patient had exceptionally low usage of the stimulator because when the stimulator was on it made their back hot. The patient also stated the scs was migrating deeper into the body. X-rays revealed the leads were located in the same location as when implanted. The patient had been reprogrammed multiple times in open loop and closed loop at different stimulation parameters. The implanting physician saw the patient on (B)(6) 2023 and determined the issue is related to usage. The patient decided to proceed with a full system explant which occurred on (B)(6) 2023, with the use of electrocautery to access the incisions.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.